Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer's blood glucose was 317 mg/dl. Troubleshooting wasn't performed as customer had resolved the issues with an infusion set change. Customer also stated he was having issues with filling the reservoir and administering insulin. Customer then changed the reservoir and didn't draw air and it worked. Issue reoccurred with the third reservoir. Customer is returning the reservoir for analysis.